Event description:
It was reported that the luer lock connection (above the transducer) was broken. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.